Manufacturer narrative:
This is the 1st of 2 reports. Subject device is not available.

Event description:
It was reported that during coil embolization of an aneurysm located on the acom (anterior communicating artery) with sub arachnoidid bleeding, when placing the 4th coil (subject device), it came out of the microcatheter stiff and stretched. Attempt was made to place the coil but it broke off when trying to remove again. Eventually, the 4th coil was retrieved with the microcatheter, removing at the same time the 3rd implanted coil that was locked to the subject coil. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned protruding from an sl-10 microcatheter with another target coil. Visual and microscopic examination of the returned device found that the main coil was kinked/bent and stretched, the main coil suture was noted to be damaged (physical break at distal ball). The device is likely to have been damaged during use resulting in the reported events. An assignable cause of procedural factors will be assigned to the reported stretch and the analyzed issues. During analysis it was confirmed that the main coil was not broken/fractured but is likely to have been perceived to be broken due to the extensive stretching. The reported coil break cannot be confirmed based on the observed device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during coil embolization of an aneurysm located on the acom (anterior communicating artery) with sub arachnoidid bleeding, when placing the 4th coil (subject device), it came out of the microcatheter stiff and stretched. Attempt was made to place the coil but it broke off when trying to remove again. Eventually, the 4th coil was retrieved with the microcatheter, removing at the same time the 3rd implanted coil that was locked to the subject coil. There were no clinical consequences to the patient.